Manufacturer narrative:
During the review of DHR, it was concluded that the product was inspected and accepted for use by quality control department and met all specified parameters of the quality inspection process (qip) with no associated nonconformance. Returned device was visually inspected, functionally tested and the complaint was confirmed. The device tip is missing. The swaging is intact. The condition suggests the swaging yielded to the excessive force. The device otherwise meets dimensional specifications, except for the disassembled and missing tip. The root cause is unknown, but may be the result of surgical technique (excessive torsional force) and possible anatomical conditions, causing seizing of the drill tip in the bone.

Event description:
Reportedly during decortication of lamina at l4-l5, the orthopedic drill tip fractured off inside the lamina. Surgeon was unsuccessful at retrieving the tip. He elected to leave the device tip in place. He selected a different trajectory around it to complete the spinal fusion case. Bilateral posterior fixation was achieved.